Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a temperature indicator for a melody valve was triggered, indicating a potential defect in the sensor. The valve was stored with other valves that had intact temperature sensors, suggesting the temperature indicator on this valve might be defective. There was no visible damage to the box. The valve was implanted in the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the outer packaging was assessed; the tear-away seal was intact. The temperature indicator appeared activated, black hue could be observed through the window. The packaging was opened for further observation and the temperature indicator was removed. The 0°c mechanical nickel alloy freeze indicator was triggered as the spring was released. The device found the 0°c mechanical nickel alloy freeze indicator was triggered. The 40°c chemical heat indicator was not triggered. A reset was performed of the temperature indicator by compressing the spring down to test against the freezing specification (0°c ± 2° per m942373a001doc1). The indicator was submerged into a cold bath. The temperature was lowered slowly until the indicator activated. The indicator activated at 0.1°c. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.